Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - the customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. The returned pen needle was examined and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. CAPA/sa - based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was broken. The following information was provided by the initial reporter: it was reported the rear cannula end is broken.